Event description:
It has been reported to philips that the live monitor did not have a signal. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by switching the reference monitor and live monitor cable. The philips remote service engineer (rse) connected with the customer and confirmed that the live monitor had no signal. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the issue was caused by a problem with the dvi connector. To resolve the issue, fse replaced the dvi connector and adjusted the 5v power supply for the monitors. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.